Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a thr surgery, a trial femoral head 36 s/+0 broke outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, a trial femoral head 36 s/+0 broke outside the patient. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. One flap is broken. Apart from that, the device shows signs of use such as dents and scratches on the outer surface. Based on the performed complaint history review, six additional complaints were detected for the batch in scope. Only one complaint was reported with a comparable failure mode. The production documentation was reviewed and no deviations were detected. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. Previous investigations demonstrated that the trial femoral heads may disconnect from the stem taper intra-operatively and flaps might bend or break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. No further escalation is required. Nevertheless, the continued performance of the device shall be monitored through standard post market surveillance review processes. To conclude, the reported failure mode of a flap breakage can be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues. This investigation is considered closed. The returned device will be archived.